Manufacturer narrative:
Investigation included user interview, device use review, and troubleshooting guidance. Investigation of this case revealed a probable infusion site issue consistent with a bent cannula leading to reduced insulin delivery, followed by resolution after supply change and continued monitoring. It was concluded that hyperglycemia occurred and was likely related to an infusion set cannula issue, with device function restored after supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with an inset 23" 6 mm infusion set, and troubleshooting indicated a likely bent cannula following a recent supply change; the user performed a full supply change and resumed insulin delivery, and later reported improved and stable glucose. Symptoms included elevated blood glucose values up to 309 mg/dl without reported illness or adverse clinical effects. Outcomes included no medical intervention or hospitalization, and the user remained stable after corrective actions.